Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device was reading low air flow volumes; it was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse), who confirmed the reported issue. A manufacturer¿s field service engineer (fse) was dispatched to the site for service and repair. The fse confirmed the condition. The expected and actual behavior was low volume output, resulting in a request for a unit checkout. The engineer performed diagnostics and confirmed low air flow volume readings; the gas delivery system (gds) was replaced, after which the device met tolerance requirements per the service manual, all test and verification procedures passed, and the unit was returned to the customer for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.